Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a knob that was hard to turn. It was also indicated that the atrial knob was missing, the keypad window was scratched, and a label was missing. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob that was broken and hard to turn. The epg was returned for service. There was no patient involvement.